Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited a gradual rise in right ventricular pace impedance measurements of greater than 2,000 ohms. Boston scientific technical services discussed continuing to monitor with the health care professional. The device remains in service. No adverse patient effects were reported.